Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced two low blood glucose (bg) levels on (B)(6) 2023 and (B)(6) 2024 of 45 and 49 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg for both low bg levels. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.